Manufacturer narrative:
The insulin pump was received with missing segments and a horizontal line on the display glass due to a cracked zebra connector on the display board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had partial display. Customer stated that the screen was not showing everything. Customer stated that he changed the battery twice. Customer's blood glucose was 181 mg/dl. Troubleshooting was done for partial display. Advised the customer that the insulin pump would be replaced. No further information provided.